Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was implanted with this therapy as a paraplegic, paralyzed at t10 and no other patient in the healthcare professional (hcp) office had that situation. It was reported that the patient¿s interstim therapy had never worked for the patient. The caller reported that the patient had been having trouble sitting up in his wheel chair, he felt like it was burning his flesh, inability to sit up, it was miserable. The caller also mentioned that the patient was having pain in upper stomach radiating from the back, stabbing pain and pain down his leg like electricity. The patient admitted to the hospital for the pain on sunday. It was further reported that the patient had a small fall. The caller did not know if that could have impacted the device. The caller asked for patient programmer use during troubleshooting it was discovered that the patient programmer screen was blank, no batteries present during the call to resolve the issue. No further symptoms or complications reported.